Manufacturer narrative:
A correlation between the device and the reported infection and sepsis could not be conclusively determined. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The device will not be returned for evaluation. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient expired on (B)(6) 2016 with the cause of death reported as sepsis. It was reported that the patient had been treated for testicular cancer and blood cultures became positive with an unspecified organism after the second round of chemotherapy. The patient then developed an infectious pocket over the sternum and upon return to the operating room was found to have a disintegrated sternum requiring an almost complete sternectomy. It was reported that the pump definitely became infected in the process. The plan had been to "sterilize the patient¿s blood" with antibiotics and then perform a pump exchange at a later date; however, due to the patient's condition, the family elected to withdraw life support. No additional information was provided.